Manufacturer narrative:
E1: event city: bursa. Event country: turkey . Name: medtronic minimed. Country: united states of america. Address ¿ line 1: 18000 devonshire street. City: northridge. State: california. Zip code: 91325¿1219. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient faced a bent cannula which led to cause high blood glucose level and diabetic ketoacidosis event on 14 mar 2026, the patient was hospitalized due to high blood glucose level.